Event description:
It was reported that this patient presented to the hospital stating shocks were occurring from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon interrogation, stored episodes were found that determined that the shocks were inappropriate due to oversensing of noise. There were two treated and two untreated episodes. Technical services (ts) provided troubleshooting but ultimately recommended device replacement. It was noted that the noise had been gradually increasing in frequency for months prior to shock delivery. X-rays and isometric testing were done but inconclusive. This s-ICD system was explanted and replaced with a new one. During procedure, a tug test was done and confirmed the connection to the header was secure. It was also noted that this patient has a large body mass index and experienced anxiety after the shocks. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient presented to the hospital stating shocks were occurring from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon interrogation, stored episodes were found that determined that the shocks were inappropriate due to oversensing of noise. There were two treated and two untreated episodes. Technical services (ts) provided troubleshooting but ultimately recommended device replacement. It was noted that the noise had been gradually increasing in frequency for months prior to shock delivery. X-rays and isometric testing were done but inconclusive. This s-ICD system was explanted and replaced with a new one. During procedure, a tug test was done and confirmed the connection to the header was secure. It was also noted that this patient has a large body mass index and experienced anxiety after the shocks. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.